Manufacturer narrative:
(B)(4). Evaluation summary: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an 703:00 failure code was confirmed during evaluation. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced a 703:00 failure code. It is unknown which process step this event occurred during. Upon review of the event history, quality engineering determined that this event interrupted delivery. There was no patient involvement, and therefore no report of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.